Manufacturer narrative:
Date of event: unknown. (B)(6). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 50ml ll convenience tray had a deformed stopper.

Event description:
It was reported that a syringe 50ml ll convenience tray had a deformed stopper.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Investigation conclusion: upon visual inspection of the sample, the stopper was observed incorrectly assembled to the plunger rod. Root cause description: the stopper defect most likely occurred due to a misalignment within the assembly process. Rationale: based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident, therefore, further action has not been determined necessary at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.